Manufacturer narrative:
Additional information provided, indicated the delivery system was pulled in back to the hemostatic valves. It appeared separated, pulling stopped pulling and the entire sheath/delivery system was removed from the body as one unit. The delivery system and the esheath were returned to edwards for evaluation. The devices underwent visual, dimensional and functional analysis. Visual analysis revealed the inflation balloon was completely separated from the crimp balloon proximal to the inflation balloon to crimp balloon (I/c) laser bond between the two components (I/c bond still intact). Bunching of liner near the distal tip of the esheath delamination of the esheath at the distal end was observed. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. However, the complaints for balloon torn and withdrawal difficulty were confirmed by visual inspection. Dimensional analysis was performed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The measurements met the double wall thickness specification. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were confirmed. Per the cer, one of the operators turned the fine adjustment wheel instead of the flex wheel when traversing the arch during the procedure, causing the valve to push forward beyond the distal marker. This further positioning of the valve past the distal valve alignment marker can increase forces being applied to the bond between the inflation balloon and crimp balloon. This could potentially weaken the bond and cause a material failure in the area in question if excessive force is used to try and achieve final alignment position. In addition, a review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The bunching of liner near the distal tip of the esheath and delamination of esheath at distal end indicate that the observed withdrawal difficultly likely occurred when the torn balloon was retrieved into the esheath. The crimped valve may have caught on the sheath tip, preventing retrieval of the delivery system fully into the sheath. As a result, the root cause for the reported complaint events can likely be attributed to patient and procedural factors. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors may have contributed to the events. Review of complaint history for the month of october 2017 reveal that the occurrence rates did not exceed the control limits for these failure modes. Therefore, no corrective or preventative action is required at this time. At management discretion, however, a pra was previously initiated for risk assessment of the balloon torn.

Manufacturer narrative:
Investigation is ongoing. Ref. Mfgr report # 2015691-2017-03845.

Event description:
As reported, during a transfemoral tavr procedure, the deliver system balloon tore. Upon removal, as the delivery system was being pulled into the esheath, the radiopaque marker on the distal portion of the esheath sheared off and embolized into the patient¿s renal artery. A 23mm sapien 3 valve was then prepped and inserted through a 14f esheath. The valve was aligned and positioned. After alignment, the valve appeared to be too far beyond the distal marker on the commander delivery system. After positioning in the annulus, the valve appeared more central and the decision was made to proceed with valve deployment. The valve did not inflate or move when the atrion syringe was compressed. The deployment was aborted and blood was seen in the atrion syringe. Assuming balloon rupture, the delivery system was pulled back. As it was being pulled into the esheath, the radiopaque marker on the distal portion of the esheath was observed to be shearing off and embolized into the renal artery. The esheath/ valve were removed and a new esheath/delivery system/valve were inserted. The second 23mm sapien 3 valve was successfully deployed in an 80:20 aortic position. The radiopaque marker, however, was unable to be surgically removed from the patient. The patient left the operating room in stable condition. Additional information provided confirmed one of the operators turned the fine adjustment wheel instead of the flex wheel when traversing the arch. This caused the valve to push forward ~3mm beyond the distal marker (center marker ~3mm/ distal marker ~1mm). The balloon had appeared to have ruptured at the area of the white crimp marker, which was noted after the delivery system was removed. Also, contrast/blood was observed leaking out of the balloon after it was removed. No tools were used to remove the balloon cover. Although percutaneous removal of the radiopaque marker was attempted with snares, filter wires and balloon retrieval, this resulted in the continued embolization of the marker into the patient's tertiary vessel. Nephrology was consulted but the team felt that it was too high of risk to surgically remove the radiopaque marker. The patient had a small left polar renal infarct. Post procedure the patient¿s creatinine was noted to be elevated to 2.8. This was thought to be a result of the increased dye load experienced due to the elongated procedure and attempted removal of the marker. It is perceived that the dislodged radiopaque marker occurred as the delivery system/valve became caught on the end of the sheath during withdrawal of the system.